Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
Material no.: 367874. Batch/lot: 9095765. It was reported that during use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes there ws an issue with clotting. The "material is clotting up". The following information was provided by the initial reporter: "material is clotting up".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 367874. Batch/lot: 9095765. It was reported that during use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes there ws an issue with clotting. The "material is clotting up". The following information was provided by the initial reporter: "material is clotting up".